Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during an open pelvic exenteration, when the stapler was being applied to the internal iliac vessel, the scrub nurse struggled to reload the stapler initially. The supporting surgeon helped in loading the reload onto the handle. When the surgeon tried to fire the stapler the device made a large cracking noise and got stuck to the vessel. There were poor staple formation and the distal staple line was incomplete. The surgeon struggled to remove the device and decided to clamp the vessel and tie it off. Once the stapler was removed the staples were partially fired. The handle and first reload had been fired successfully, however this was the second reload on the device. The surgeon had to clamp the internal iliac vein and then sew the vessel before removing the stapler in order to ensure haemostasis was achieved and the vessel did not rupture. The surgical time was extended by more t han 30 minutes.

Manufacturer narrative:
Investigation summary: post market vigilance (pmv) led an evaluation of one device. Nicks were observed on the knife blade and the knife blade was received severely bent. Further inspection noted that the cartridge of the single use loading unit (sulu) was disengaged from the channel. In addition, three knobs on the posterior side of the disengaged cartridge of the sulu were broken. A review of the device history record indicates the product was released meeting all quality release specifications. Replication of the observed knife damage may occur if the instrument is applied over an obstruction. The instructions for use also states: when positioning the instrument on the application site ensure that no obstructions such as previously clips are incorporated into the instrument jaws. Firing over an obstruction may result in improperly formed staples. Improperly formed staples may result in leakage or disruption of the staple line. The root cause of the observed knife damage was misuse of the product which caused or contributed to the reported condition. Additionally, the investigation detected a secondary condition of disengaged cartridge that has no relationship to the reported condition. If information is provided in the future, a supplemental report will be issued.